Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that occlusion occurred while using ll vlv adpt(stand alone). The following information was provided by the initial reporter: the reported feedback suggests that there was an occlusion. On (B)(6) 2020, when the child patient had an IV catheter infusion at 9:30, the infusion was not unblocked after the infusion set was tightly connected to the positive pressure connector. After finding the cause, the infusion was successful after replacing the positive pressure connector. In the process of finding the cause and reconnecting the positive pressure connector, the risk of infection was increased. The nurse repeated disinfection to prevent infection and infusion reactions. The family members of the patient were worried about the risk of resetting the indwelling needle. The nurse comforted him. The patient's parents understand.

Manufacturer narrative:
A 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 19075412. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075412 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that occlusion occurred while using ll vlv adpt(stand alone). The following information was provided by the initial reporter: the reported feedback suggests that there was an occlusion. On (B)(6) 2020, when the child patient had an IV catheter infusion at 9:30, the infusion was not unblocked after the infusion set was tightly connected to the positive pressure connector. After finding the cause, the infusion was successful after replacing the positive pressure connector. In the process of finding the cause and reconnecting the positive pressure connector, the risk of infection was increased. The nurse repeated disinfection to prevent infection and infusion reactions. The family members of the patient were worried about the risk of resetting the indwelling needle. The nurse comforted him. The patient's parents understand.